Event description:
A healthcare facility in maastricht reported that the tubing of an opt944 optiflow + adult nasal cannula was found damaged after 5 days of use. The clinical staff were alerted that the patient desaturated. Upon attending to the patient, the cannula was found damaged and the patient was dyspnoeic. Upon replacement of the cannula it was reported the patient immediately returned to the required levels of saturation. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
Ps410740. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed the tubing of the opt944 optiflow + adult nasal cannula was torn next to the manifold. Conclusion: our investigation was unable to determine the cause of the observed damage to the opt944 optiflow + adult nasal cannula. Based on our knowledge of the product and our observation of the photograph provided, showing parts of the tube being stretched, the reported damage is likely to have been caused by the tubing being subjected to excessive force during use. F&p manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt944 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the headstrap clip and the tubing clip are appropriately attached. The user instructions also warn: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in maastricht reported that the tubing of an opt944 optiflow + adult nasal cannula was found damaged after 5 days of use. The clinical staff were alerted that the patient desaturated. Upon attending to the patient, the cannula was found damaged and the patient was dyspnoeic. Upon replacement of the cannula it was reported the patient immediately returned to the required levels of saturation. No further patient consequences were reported.